Event description:
Reportable based on device analysis completed on 24feb2024. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the image disappeared. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted and detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection and microscope inspection revealed the imaging window was entangled, twisted and detached. Visual inspection showed the tip was at the floppy end of the guidewire. Impedance test shows an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing.

Manufacturer narrative:
H6 evaluation conclusion codes and h10 device analysis: corrected. The device was returned for analysis. Visual inspection and microscope inspection revealed the imaging window was entangled, twisted and detached. Visual inspection showed the tip was at the floppy end of the guidewire. Impedance test shows an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. Microscope inspection also revealed that the guidewire exit port and tip were in good condition.

Event description:
Reportable based on device analysis completed on 24feb2024. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the image disappeared. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted and detached.